Manufacturer narrative:
H.6 investigation summary material #: (B)(4) lot/batch #: (B)(4) bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure modes for hub-holder separation and defective locking mechanism were observed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and functional testing, each having their eclipse shield activated and the issues of hub-holder separation and defective locking mechanism were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes hub-holder separation and defective locking mechanism. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
Report 1 of 2 it was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the phlebotomist experienced the safety shield breaking off from the needle. No report of adverse or injury.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the phlebotomist experienced the safety shield breaking off from the needle. No report of adverse or injury.